Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the ventricular lead experienced high impedance of greater than 9999 ohms in bipolar. During the checkup, a possible lead fracture was detected. The setting mode was immediately adjusted, however a pacing failure was observed. An x-ray photo was taken, but was unable to determine the presence or absence of a lead fracture. When the patient's arm was moved under fluoroscopy, the lead fracture was confirmed at the puncture site. The ventricular lead was capped and replaced successfully. No patient complications have been reported as a result of this event.